Manufacturer narrative:
The device is expected to return for investigation, however, it has not been received.

Event description:
The event involved a plum a+ device that was programmed to infuse an unspecified chemotherapy in 24 hours, however, it finished in 12 hours. There was no patient harm reported.

Manufacturer narrative:
H10: the device was received by the manufacturer on (B)(6) 2019. The history was downloaded from the pump and the events were reviewed to find programming related to the customer report, but no programming was found with a duration of 24 hours, however a programmed of 11 hours 21 minutes with a flow of 41.7 ml / hr and a volume to be infused of 471.6 ml was found on november 27, 2019 at 3:28 pm. This programming is similar to the 12 hours that the customer reports the infusion pump and this programming was entered by the user. This infusion ended on november 28, 2019 at 2:45 am in the estimated time with a duration of 11 hours and 25 minutes. During the infusion test, the device was programmed on channel a in piggyback mode to deliver a volume of 480 ml in 24 hours at a flow rate of 20 ml / hr, resulting in 484 ml delivered in 23 hours 54 minutes 56 seconds. The infusion ended 5 minutes 4 seconds earlier than estimated. The delivery value was found in the acceptable range. The margin of error of delivery was +4 ml. The infusion pump previously related to the tests was carried out in accordance with customer experience and in accordance with the current factory manual, which includes cleaning and external disinfection, visual inspection, verification of parameters and measurement of variables. Functional tests of the device and the tests associated with the customer complaint were performed. No malfunctions found. The device was found under normal operating conditions. The probable cause: user error programming.